Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2408-56 serial #: (B)(4), description: avista MRI perc lead kit, 56cm; model#: sc-1200 serial #: (B)(4), description: precision montage MRI ipg sterile kit.

Event description:
A report was received that the patient was experiencing pain below her ribs after adjusting her stimulator. It was also noted that the patient's pain increased when the stimulator was off. The patient will undergo a revision procedure.

Manufacturer narrative:
A report was received that the patient underwent a replacement procedure. The patient was doing good postoperatively. The explanted devices were not returned to bsn as it were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain below her ribs after adjusting her stimulator. It was also noted that the patient's pain increased when the stimulator was off. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that patient will no longer be having her system revised and no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing pain below her ribs after adjusting her stimulator. It was also noted that the patient's pain increased when the stimulator was off. The patient will undergo a revision procedure.